Event description:
Endo gia ultra universal stapler 12mm xl and endo gia reload used during laparoscopic sleeve gastrectomy. Knife would not cut when using stapler. Unable to determine if it was the endo gia handle or the particular staple load causing the problem. Both were replaced on the field and functioned without difficulty.======================manufacturer response for universal stapler, endo gia ultra universal stapler (per site reporter)======================unknown====================== manufacturer response for universal stapler, endo gia ultra universal stapler (per site reporter)======================unknown